Event description:
In the attached publication: "subgaleal coiling of the proximal and distal components of a ventriculo-peritoneal shunts. An unusual complication and proposed mechanism", child's nerv. Syst, 2000, 16: 493-495, one pt presented with an entire shunt migrated and was explanted.